Event description:
It was reported that prior to start of da vinci-assisted ovarian cystectomy surgical procedure, the instrument arm drape was applied to the sp robot. However, the upper magnetic part was attached incorrectly and did not fit the magnetic attachment site of the equipment. No matter how hard it was pulled, only the opposite magnet detached, making it impossible to create a drape; therefore, the surgery was performed after replacing it with a new instrument arm drape. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with reported issue of detachment of magnet component.